Manufacturer narrative:
It is not known if the device is available for evaluation. If the device or additional information becomes available it will be reported in a supplemental report.

Event description:
The hospital has reported following the (B)(4) who has registered this case with ref (B)(4): during surgery of heavy patient, where set screwdriver, flexible shaft 4 mm was used, it was noticed that part of the rubber which protects the flexible part of the screwdriver was damaged after use. It was stated that a piece of the rubber covering 2x5mm was missing, and this was impossible ot locate in the wound/patient due to patient weight. Surgery proceeded but the piece was not found.